Event description:
Device malfunction: none. Symptoms/ae: neurological/stroke/myocardial infarction. Time of symptoms: post procedure. The following event were noted through a periodic article review. A registry was begun in 2005 through 2008 with consecutive patients. The purpose of the registry was to evaluate the safety and efficacy of direct carotid stenting using a non-abbott embolic protection system, and different carotid stents including the xact carotid stent system. In nine cases, new neurological symptoms developed immediately after the procedure. Symptoms resolved in seven patients within 24 hours. One patient suffered from acute myocardial infarctions during the hospital stay. Within two weeks post-procedure, two patients experienced minor stroke. Treatment for the neurological events, strokes and myocardial infarctions were not reported. The article does not directly correlated the adverse outcomes to a specific device/brand/manufacturer. Though requested, additional information has not been provided.

Manufacturer narrative:
This report involved a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Evaluation summary: stroke, neurologic event, and myocardial infarction may occur during this type of procedure and are listed in the instructions for use as known potential adverse effects associated with the use of the product. There was no device malfunctions reported that could have contributed to the events. Information available in the case description is not sufficient to determine a relationship between the events and the abbott vascular product. A definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, there were no indications of any product deficiencies which could have contributed to the outcome of the procedure. The lot history record for this product was not reviewed because the products were not returned for analysis and the par/lot numbers were not reported. All catheters are inspected during the final inspection to ensure the product structure and integrity. In additions, samples from each lot are visually, dimensionally and functionally inspected.